Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) on (B)(6) 2018 noting that the cause was unknown but a representative was contacted. Per the hcp, the issues were resolved. Additional information was received from the manufacturer representative on 2018-jun-05 reporting that the cause of the stimulation issue was not determined. It was reported that the manufacturer representative had difficulty speaking with the patient as they were older and in a nursing home setting. The manufacturer representative re-educated on how to turn down intensity. Patient feedback was not stating that it may not be the intensity from stimulation but instead from pain. The patient was making an appointment with a new provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that hcp was with the patient who was getting zings and zapping down their legs with their stimulation, which was causing the patient to fall. The hcp wanted a manufacturer representative (rep) to come and check on the patient¿s system. It was reported that the patient usually got stimulation in their hips. There was no known activity or even that prompted this issue. The hcp stated they didn¿t do programming for these systems and needed a rep to come out today if possible as they were worried about the patient falling due to the zapping. A message was sent to the national answering service to page a rep, but the hcp called back later the same day stating they still hadn¿t heard from a rep about coming to check on the patient¿s system. Another message was sent to na s. The event started about two weeks ago ((B)(6) 2018). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) and the representative. It was reported that the representative wanted the manufacturer to analyze a file. It was reviewed that the patient was getting sudden "zaps" but after further discussion with the patient and family it might be that the patient was feeling bursts of pain and not bursts of stimulation. The patient did feel the stimulation. Their impedances were fine. When the file was analyzed it was reviewed that the only notable thing was that the patient lost stimulation due to battery voltage on (B)(6) 2018 and (B)(6) 2018. It was reviewed that the patient should make sure they were keeping the ins charged. The hcp reported that the cause of the patient getting zings and zaps down their legs was not determined and they contacted a representative to try and resolve the issue. The hcp noted that the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient received stimulation too strong and caused some pain in their leg. They also received sudden bursts of stimulation. Impedances were checked and the patient was instructed to run stimulation at a lower intensity and adjust it as needed. No further complications reported.